Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. The weekend of the (B)(6) 2017 the patient came in emergently with a suspected type 3 endoleak. It was reported the patient had a type 3a endoleak and a loss in overlap. There have been no additional reports of a secondary intervention. The physician is planning on relining the initial implants. The patient is reported to be in stable condition.

Manufacturer narrative:
(B)(4). Based on the information available the root cause of the reported event is unknown. Devices remain implanted in the patient and were not returned, no evaluation completed. Clinical found evidence to reasonably suggest the following contributing factors to the reported event: main body dilation, reported decreased in overlap, and off label use.